Event description:
The patient was implanted with a left ventricular assist device. The clinician at the hospital reported that the symptomatic patient was taken to the operating room for a pump exchange. The patient's lactate dehydrogenase (ldh) level was 2300 and peaked at 9000 with liver shock. The patient was then having low flow alarms. The pump and associated system controller was returned to the manufacturer for evaluation.

Manufacturer narrative:
The device was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.